Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the bronchofibervideoscope does not show a picture on the screen before a diagnostic bronchoscopy procedure, the procedure was completed with an olympus back-up device. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. Additional data: b5, d9,h3 the device was returned to olympus for inspection and the reportable malfunction was confirmed. Based on the results of the investigation, a definitive root cause could not be established. Olympus will continue to monitor field performance for this device.

Event description:
Upon follow up, the customer reported the procedure was a endobronchial ultrasound. The procedure was completed using another device. The reported event did not result in a delay nor any impact on the diagnostic outcome of the procedure. There was no patient injury or medical intervention associated with this event.